Event description:
PICC line found to be torn behind the hub/wing. The medication which was being administer via a pump, did not reach the pt causing serious complications. The incident occurred during tpn administration.